Event description:
MFR received a letter from an attorney alleging that the seat collapsed under the plaintiff. The attorney further alleges that his client was injured. The exact nature of injury is unk. What role, if any, the invacare device played in this incident is unclear.